Manufacturer narrative:
Other applicable components are: product ID 37791, serial# unknown, product type: recharger; product ID pnma01411a004, serial# unknown, product type: recharger.

Event description:
The patient reported that they had issues keeping their recharging antenna over their implantable neurostimulator (ins) when charging. They also had poor coupling. It was noted that the patient had lost weight and the ins moved in the pocket and did not lay flat. The ins stuck out sideways. The patient had to use a pillow and pillow case around their waist and it still took them a long time to get coupling. The recharging issues had become more difficult due to the weight loss. It was noted that the antenna would get hot when recharging. The patient had not seen the antenna too hot icon but it was reviewed that if they put anything on top of the antenna this could contribute to the antenna getting hot. The patient charged twice a week for 30 to 45 minutes. The patient felt that the recharger belt was worthless. Best practices for recharging were reviewed and the patient noted they would try those. The patient was implanted for non-malignant pain. The manufacturer representative was never made aware of the implantable neurostimulator moving in the pocket or not lying flat.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, lot# serial# unknown, product type: recharger. Product ID: pnma01411a004, lot# serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that no steps were taken to resolve the difficulty recharging/coupling issue. The patient reported that no useful information was provided on prior discussion on the topic. The patient reported that their last appointment was (B)(6) 2015. It was reported that the last contact with the manufacturer representative was a question about precautions/effects of airport security machines on spinal cord stimulator and the patient programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.